Event description:
Distributor reported, "nasal cyclodialysis cleft 2 hours leading to post-op pressure of 4 mmhg on 22.3.2023"

Manufacturer narrative:
On march 22, 2023, nwm received notice from a distributor regarding a patient experiencing low iop, determined to be caused by a cyclodialysis cleft. The device history record for the indicated lot was reviewed with no issues found. Product was manufactured, tested, and released in compliance with new world medical procedures. Cyclodialysis clefts involve the separation of the ciliary body from the scleral spur within the eye. The user communicated that the event was caused by a use error in which more tissue was excised than intended, creating a gap in the trabecular meshwork. The device was discarded after the surgery and was unable to be evaluated. Based on communication with the user, the cause of the event can be attributed to use error.